Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our germany affiliate during a transfemoral transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve the 29mm commander delivery system (ds) balloon during valve deployment burst when the valve was approximately 90% expanded. They were unable to withdrawal the ds into the 14f esheath+ due to the burst balloon, so the system was removed via cutdown. Then the iliac artery was treated with a stent, and the femoral artery was sewn with a patch after removal of the ds. The valve was fully expanded using a non-edwards balloon. The valve was successfully deployed, and the patient was in stable condition. The perceived root cause of the burst balloon was the narrow sinotubular junction pushed the balloon downward at the end of the deployment and the stent frame of the valve poked into the balloon, resulting in the balloon bursting. Additionally, the radial burst balloon led to withdrawal difficulties through the sheath. Per engineering evaluation of the provided image, the sheath liner appears bunched.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes are not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Images were received and reviewed; imagery showed the ballon was radially burst, the distal balloon portion was flared and bunched towards the nose tip, and the esheath liner appeared bunched. The video captured the valve deployment sequence and the moment of the balloon burst. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was able to be confirmed. The provided device imagery shows full circumferential radial balloon burst with distal portion of balloon umbrellaed over nose tip. Available information suggests calcification likely contributed to the event as the customer reported mild to moderate calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for inability to withdraw system through sheath was confirmed. Available information suggests withdrawal of burst balloon likely contributed to the event. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.